Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The exact location of the leak was unspecified. The pump was filled with clindamycin 1800mg, filter needle 1mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 24may2017 and 25may2017. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contains the unit which indicates leak has occurred inside the bag. Further inspection reveals the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. Portion of the broken tubing remains inside the solvent-bonded area of the luer. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.